Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the belt failed the hipot and falloff tests. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received the belt failed the hipot and falloff tests. Upon investigation the u713 microcontroller was found to be internally shorted on the distribution node pca, causing the test failure. The root cause for the shorted u713 could not be positively identified. No adverse event resulted from defective u713. The last pt to use this electrode belt did not report any deficiencies.